Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm power error alarm due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he received a power error alarm. He tried changing his infusion set and battery but the issues remain. His blood glucose was 119 mg/dl. Troubleshooting was completing and the alarm was cleared. However, the customer called back because he received another power error alarm. Because the customer reported a power error alarm within a week of troubleshooting a previous one, he was advised that the pump would need to be replaced. The insulin pump will be returned for analysis.